Event description:
According to reporter, customer called to report a bravo capsule that failed to detach from the delivery system. The customer reported that the capsule attached to esophagus fine, but he had to break the delivery system. No harm was done to the patient, no intervention and no repeated bravo procedure is needed. Nothing was unusual about the patient or the procedure that could have led to the event. An endoscopy had been performed prior to the bravo procedure and the esophagus did appear to be normal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.